Event description:
It was reported that the implantable cardioverter defibrillator (icm) exhibited a bluetooth telemetry issue. The patient was brought into clinic and diagnostic intervention was performed, however, no further details were provided. There were no patient consequences reported.

Event description:
Additional information received indicated the bluetooth telemetry issue noted on the implantable cardioverter defibrillator (ICD) was resolved via re-interrogation of the ICD. There were no reported consequences to the patient.